Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used and contaminated samples without packaging were provided for evaluation. It was noted that the cannula hub and protective cap were not returned for investigation. Both samples were visually evaluated under 20x magnification using keyence scope, and no abnormalities or defects were observed. Based on the investigation findings, the samples were within specification; therefore, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description: the catheter was removed from the patient and there appears to be a gel buildup on the extrenal part of the catheter. The clinician pulled the catheter out and was concerned about the catheter sheering off into the patient, due to the buildup of a clear gel like substance on the external part of the catheter. On 31may2024, sales representative called to check on the status of the record. During review he clarified that the device in question was the pink introcan safety 20 gauge - and that the product code was 4242006-02. Customer complaint advocate updated the record during the call. Additionally, he asked for additional information about the product as he believes that as the catheter was removed from the patient the clear substance, they may have noted was not the catheter shearing off but a gel like substance that is part of the device to allow for better threading.